Event description:
The customer contact reported unrestricted flow. The tubing set was to be used for delivery of an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to patient use, the pharmacist noted unrestricted flow. It was reported, "the saline solution was filtering through the valve." The "valve" was described as "damaged." The tubing set was replaced and the therapy was initiated. There was no reported delay in critical therapy. Though requested, no additional information was provided including specific "damage" details and clarification of the reported "valve" component.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).